Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: 1201, model/catalog description: 1201, UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, it was confirmed the product was disposed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of explant was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device and adverse event related to patient condition.

Event description:
It was reported the patient had their neurostimulator and tined lead explanted. They also had bladder stones removed. The patient said they had something the device could not solve. The patient stated they had a different problem that they felt could not be treated by their snm device, related to both their diet and history of bladder stones that they are being treated for by their urologist. The explanted devices were discarded at time of the procedure and will not be returned to corporate as per operating staff at the hospital.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had their neurostimulator and tined lead explanted. They also had bladder stones removed. The patient said they had something the device could not solve. The patient stated they had a different problem that they felt could not be treated by their snm device, related to both their diet and history of bladder stones that they are being treated for by their urologist.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, it was confirmed the product was disposed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of explant was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient had their neurostimulator and tined lead explanted. They also had bladder stones removed. The patient said they had something the device could not solve. The patient stated they had a different problem that they felt could not be treated by their snm device, related to both their diet and history of bladder stones that they are being treated for by their urologist. The explanted devices were discarded at time of the procedure and will not be returned to corporate as per operating staff at the hospital.